Event description:
Customer reported that she was not able to hear the alarms on the insulin pump. She stated that she had a test that showed she was losing her ability to hear with her right ear. She was assisted in turning on the vibrate to help her notice the alarms. She also reported a high blood glucose reading of 327 mg/dl but declined troubleshooting. She stated that she was meeting with an endocrinologist in two weeks. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.